Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's nurse called to report that the insulin pump has an unresponsive keypad. Customer was at the doctors office when the issue occurred and is taking manual injections. Customer's blood glucose reading was 408 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. No damage was noted on the keypad traces during the visual inspection. The functional testing could not be completed due to this anomaly. The insulin pump was received with minor scratcher son the display and reservoir windows, a cracked reservoir tube lip, cracked case at the display window corners and cracked battery tube threads.